Event description:
Per the clinic, the patient experienced an infection at the abutment site. Subsequently, the abutment was removed on september 26, 2024; and the patient was treated with topical antibiotics (specific date and duration not reported).